Event description:
During a perigee procedure, the four needles were passed, doctor performed the appropriate tensioning and when he went to do the final cut of the mesh arms, he forgot to remove the plastic sheath. He went vaginaly did not find the plastic, then he did a laparoscopy and also could not find the sheath, then he opened her up and never found the plastic. The doctor indicated to the sales rep that he made a mistake.